Event description:
The customer reported that two error codes displayed on the system. The error codes were such that there was a possible missing image. It is possible that the image was retaken, resulting in unintended radiation exposure.

Manufacturer narrative:
This MDR is being submitted retroactively as a result of an internal audit of complaint files conducted by (B)(4). The customer was advised to update the software to version 1.4. The upgrade was performed. (B)(4).